Manufacturer narrative:
The device was returned to the service center for evaluation. During functional testing, the unit did not power on. When the unit was tested using the test power supply, the unit functioned normally. Further visual inspection found that there was a loose scope socket tab that was not protecting the socket pins. The reported event was confirmed. The most likely cause of the reported event was due to component failure.

Event description:
Olympus received a complaint from a user facility stating that device failed to turn on. The ring on the front of the device was not lighting up. The customer inspected the device and found no damage or abnormalities. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely causes as follows: 1.) Power does not turn on (power supply unit malfunction). The power supply was not grounded, the capacity of the medical outlet was less than the sum of the electrical capacities of the devices to which it was connected, or excessive force was applied to the power cord and the power supply unit was suspected to have failed. 2.) Loosening of scope connector socket. - likely caused by the application of excessive force to the scope socket during the scope connection. The instructions for use (IFU) contains the following statements: 1.) "Be sure to connect the power plug securely to prevent unintentional disconnection during use. The equipment will not function. Do not extend a single wall mains outlet into multiple outlets for simultaneous connection of both the electrosurgical unit and light source. Malfunction of the equipment may result. Confirm that the hospital-grade wall mains outlet to which the light source is connected has adequate electrical capacity that is larger than the total power consumption of all connected equipment. If the capacity is insufficient, a fire can result, or the circuit breaker may trip, and it may turn off not only the light source but also all other equipment connected to the same power circuit." 2.) "Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."